Event description:
A peritoneal dialysis patient reported in drain that she noticed fluid leaking from her cassette door. Patient disconnected and completed treatment manually. Effluent has remained clear, pdrn was notified. Pdrn did not provide any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.